Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing intermittent elevated blood glucose (bg 550 mg/dl) and the cause was not known. Ketone level was large. The customer changed the infusion set and a bolus was delivered. Insulin injections were also administered to address bg. Multiple attempts were made by tandem technical support to contact the customer for additional information; however, the customer did not reply. The customer reverted to manual injections for insulin therapy.